Event description:
As reported by the user facility: (B)(4). The nurse commented that it did not seem that the pump was working correctly [...], they are concerned that the pump may not be infusing accurately and would like bbraun to verify.